Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell seven on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) had powered the hc off. The technical service representative (tsr) had the cg turn the hc on and reviewed the alarm log. The home patient (hp) stated there was more moisture than normal on the supply bag. The tsr assisted to retrieve the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.